Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 21aug2019.

Event description:
The customer reported touchscreen failure. The bottom part of the touchscreen was not working. The unit was in clinical use at the time the reported issue was discovered. However, there was no patient harm reported.

Manufacturer narrative:
Date rec'd from MFR: 21oct2019. The field service engineer replaced the touchscreen to resolved the issue. The fse performed functional and performance specification tests after the repair, in which the unit passed successfully. The unit was then returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported touchscreen failure. The bottom part of the touchscreen was not working. The unit was in clinical use at the time the reported issue was discovered. However, there was no patient harm reported.